Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # #(B)(4). There are 3 events associated with this event type (device did not function as expected and product code mbh).

Event description:
Device did not function as expected. The posterior part of the insert #10 could not be fit to the implant. After an hour, the surgeon released the soft tissue and an insert #12 was implanted instead which had no problem.